Manufacturer narrative:
The investigation determined that lower than expected ammonia quality control results were obtained from a vitros quality control fluid using vitros amon reagent with a vitros 5600 integrated system. The most likely assignable cause of the lower than expected quality control results is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 5600 integrated system was not performing as intended at the time of the events. The cause of the unexpected instrument performance is likely due to microslide incubator contamination. The customer undertook an incubator decontamination procedure and returned the vitros 5600 integrated system to expected performance. Following these actions, acceptable vitros amon performance was observed.

Event description:
A customer obtained lower than expected ammonia quality control results (149.17 and 155.46 umol/l vs. Expected result of 197.7 umol/l) from a vitros quality control fluid, using vitros amon reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).